Event description:
It was reported that the tip of flowport broke off in joint of male patient. It was retrieved before closing.

Manufacturer narrative:
The device was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip breaking probable root cause: application. - excessive force. - poor visualization through arthroscope. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of flowport broke off in joint of male patient. It was retrieved before closing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.